Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet, including approximately six hours out of range after meals with a peak blood glucose of 305, during which multiple meal announcements were entered and external insulin was administered while still connected to the ilet. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component involvement; guidance was provided on avoiding external insulin while connected to prevent insulin stacking and on appropriate meal announcement use, and an infusion set change was performed by the user. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.